Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: radiguide jl3.5, stent: 3.0mm x 38 mm, xience apline. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported the procedure was to treat a de novo, eccentric lesion with mild tortuosity, heavy calcification and (B)(4) stenosis in the mid left anterior descending (lad) artery. A 3.0 x 38 mm xience alpine stent was implanted at the target lesion without any issue. After deployment it was determined that the stent was found not dilated enough. During post-dilatation, (as normal procedure) a 3.25 x 15 mm nc tenku balloon dilatation catheter was advanced to the lesion and crossed; however, at the third inflation the balloon ruptured at 18 atmospheres. There were no further attempts to perform post-dilatation as the lesion was examined with optical coherence tomography (oct) and the procedure was completed. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.